Manufacturer narrative:
Thus, the physician elected to turn therapy back on and with the s-ICD in secondary vector. The physician elected not to perform further conversion testing at this time. It was further noted that the patient has hypertrophic cardiomyopathy and a larger stature. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.

Event description:
Boston scientific received information that post implant the patient was shocked into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and epinephrine was given, after which the patient became stable. Review found that the patient received nine shocks due to t-wave oversensing and double counting of small r-wave amplitude when programmed in primary vector. The shocks induced polymorphic ventricular tachycardia (vt) and ventricular fibrillation (vf). There was difficulty with converting the patient from the vt and vf with the subsequent shocks. It was also noted that the shock impedance was elevated at 150 to 160 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off to prevent further shocks. Boston scientific technical services (ts) was consulted and reviewed x-rays. Upon review, ts believed the s-ICD and electrode system were not placed in an optimal position. The electrode appeared to be superficial and the s-ICD appeared to be away from the rib cage. Review of the data showed that secondary vector would be more optimal programming for the patient. Since the physician believed that one of the induced rhythms was atrial fibrillation (af) with rapid ventricular response (rvr), and at least one of them converted, he stated he would be comfortable programming the s-ICD to secondary vector. Ts noted that the patient's rapid heart rate and the morphology at the end of an episode appeared to be somewhat torsades like or ventricular fibrillation (vf). Ts suggested repositioning of the system; however the physician was comfortable with the location of the s-ICD and electrode. Therefore, ts suggested either reprogramming to secondary vector or conversion testing with an 80 joule shock to assess the system. The field representative noted that further testing was performed in different postures with secondary vector with good results and no signal reduction.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient received an inappropriate shock due to t-wave oversensing as a result of decreased amplitude while in secondary vector. The field representative noted that there is adipose tissue between the electrode and sternum and between the device and ribs. It was further noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) may be too inferior. Boston scientific technical services (ts) discussed that they may want to consider looking at system placement since the patient is of a larger stature. The sensing vector was reprogrammed to alternate and the physician will discuss revision options with the patient at a future appointment. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.